Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Visual inspection of the actual sample found no anomaly such as a kink over the entire length. The length of the actual sample was 1900 millimeters (mm). As the specified length of the involved product code is approximately 2000 mm, it was presumed that the distal part of approximately 100 mm was missing from the actual sample. Magnifying inspection of the outer layer found it had been ripped and the part near the rip had been stretched. There were no other external anomalies such as a kink than the ripped distal end. Electron microscopic inspection found that the distal end of the outer layer was stretched and ripped, and fine wrinkles were observed on the side surface. The top surface of the outer layer was twisted off. From this, it was inferred that the outer layer was exposed to torque force while the actual sample was being pulled in the withdrawal direction. The outer layer was dissolved for the inspection of core wire. Magnifying and electron microscopic inspection of the core wire found that the fracture end was not tapered. Radial pattern was observed on the fracture surface of core wire. The outer diameter of a normal part of the actual sample was confirmed to be within our control standard and no abnormality was observed. We have been aware that the guidewire may be fractured when the following force a) - d) is applied. In addition, we have also been aware that the shape of fracture end and fracture surface of the core wire is characterized depending on the mechanism leading to the fracture. A) when tensile force is applied: the side surface of fracture end is tapered, and a dimple pattern (a hole-shaped pattern) is formed on the fracture surface. B) when repeated bending force (repeated 90 ° bending force) was applied: no taper is found on the side surface of fracture end, and a dimple pattern (a hole-shaped pattern) is found on the fracture surface. C) when a continuous one-way torque force is applied to a guidewire kept in a curved state: no taper is found on the side surface of fracture end, and radial pattern is found on the fracture surface. This state is considered similar to that of the actual sample. D) when pulling force is applied to a looped guidewire: the fracture end is curved. Based on the investigation result, as a possible cause of this case, the following mechanism was inferred. The actual sample, while in a curved state, was trapped due to some factors such as a lesion. The actual sample in that trapped state was subjected to continuous one-way torque force, leading to the fracture of core wire. When the actual sample was withdrawn while torque force was applied further, the outer layer was stretched and twisted off. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire gt and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire gt or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel."

Manufacturer narrative:
UDI: this is the product code that is not required to be registered with FDA. Implanted date: device was not implanted. Explanted date: device was not explanted. Date of event: occupation: supt. Radiographer. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Review of the manufacturing record and the shipping inspection record of the involved product code/lot number combination confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report for the involved product code/lot number combination from other facilities. (B)(4).

Event description:
The user facility reported that the tip of the gt wire broke off in a patient during an embolization. The tip remained in the patient; however, should not cause any problems. The case was an acute hepatic aneurysm involving sma embolization procedure using a direxion micro catheter (m001195240 lot 30152708) and terumo gt wire rg*gw1620fm. The patient was fine. The tip sheared off whilst the doctor used it with a direction microcatheter. The doctor had torqued the catheter quite a bit to try and catheterize a vessel; however, the wire did not appear to be kinked and was passing in and out of the catheter tip without an issue until it detached. The wire was not attempted to be shaped. The distal end broke off and the broken piece remained in the patient. The procedure outcome was not reported. The final patient impact was not harmed.